Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer was unable to monitor readings until new sensor activated, and they developed symptoms of feeling ill, sweating, and anxiety. A glucose result of 498 mg/dl was obtained from unspecified device, and the customer treated with rapid insulin (dose unknown) by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer was unable to monitor readings until new sensor activated, and they developed symptoms of feeling ill, sweating, and anxiety. A glucose result of 498 mg/dl was obtained from unspecified device, and the customer treated with rapid insulin (dose unknown) by a healthcare professional. There was no report of death or permanent injury associated with this event.